Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella cp was aborted due to patient anatomy. No patient harm was reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product return. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had anatomical issues and calcification preventing successful delivery of impella. Device history lot: device lot: 1961734. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.